Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of endoscope] 4. Visually check that there are no abnormal slacks, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Hold the insertion tube lightly with your hand and to make sure there is no binding, scratches, chips, dirt on the lens at the tip, around the lens 6. Check that there are no gaps or other abnormalities on the edges. 7. Check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. Figure 3.5 8. Wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on bending section cover, water tightness was lost. In addition to the finds reported, due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on bending section cover had a chip. Video connector was deformed. Universal cord had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, air/water leakage with the endoeye flex deflectable videoscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined the objective lens adhesive was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.